Event description:
The facility representative reported to (B)(4) customer service that the ipump device had an unknown problem. Information was not provided regarding whether or not the problem occurred during an infusion. There was no report of patient involvement. There was no injury or medical intervention associated with this event. Baxter quality engineering determined this condition to be a microprocessing unit printed circuit board (mpu pcb) issue.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with an unknown problem was not confirmed nor reproduced during product evaluation. However, baxter quality engineering confirmed this condition was due to corrosion on the micro processing unit (mpu) printed circuit board (pcb). The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.